Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date" (B)(6) 2010; inratio: 1.4; lab: 2.6. Pt was tested and she got a 1.4 on the meter; based on this result and the fact that the pt had had a stroke a week before they admitted her directly into the hosp. Further testing was done at the hosp and the result was a 2.6. Therapeutic range = 2-3.

Manufacturer narrative:
Investigation pending.